Event description:
It was reported that multiple of the same altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's bg level was 300mg/dl, but during the call, customer stated she was at 213mg/dl ; between 54-500 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm. If altitude alarm reoccurres the customer will revert to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.